Manufacturer narrative:
Per tandem user guide states: do not remove the used cartridge from the pump during the load process until prompted on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was 99 mg/dl. During the report it was found that the customer was not following the screen prompts when performing the load sequence. A new cartridge was successfully loaded, and customer resumed insulin therapy.